Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. The cause was found to be a failing input/output printed circuit board (I/o pcb) and a failing rear case. The I/o pcb and rear case were replaced to correct this condition. (B)(4).

Event description:
It was reported that a spectrum pump had no audio. It was also reported there was no patient involvement.